Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report high blood glucose levels. The customer's reading was 600 mg/dl. The customer treated with insulin shots. The customer found a finish loading alert, a check settings alert, and a reset alert in the alarm history. The customer was advised to revert to a back-up plan and speak to his doctor for help. Nothing was replaced or returned for analysis.